Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9202-13, head impactor, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the handle is cracked along a pin on the handle. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/13/2024 it was reported by a sales representative via (B)(4) that an ar-9202-13 impactor handle was broken. This was discovered during a procedure with no patient harm.